Event description:
Towards end of bypass for lung surgery, blood flow decreased, pump rpms increased, and arterial line pressure remained normal. Flow decreased further and pump console was changed but flow did not improve. Ten mins before ending bypass, arterial and venous blood gases indicated oxygenator was beginning to fail. Surgeon finished first lung and elected to come off bypass. Oxygenator was changed, but pt was stable and did not require reinstitution of cpb. Pt died later that evening due to massive complications.